Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen was cloudy. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jan-2020 with the following findings: during investigation, the pump powered on and the display was blank. The complaint of a cloudy display was unable to be adequately evaluated due to the unrelated blank display issue. Unrelated to the complaint, the display screen was observed to be cracked when the pump was opened. A test display was installed and the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.